Event description:
Reporter alleged obtaining a discrepant blood glucose result of 99 mg/dl on the aviva system compared back to back with a result of 50 mg/dl on the lab system when testing was performed within 10 minutes. Reporter also alleged obtaining an additional comparison or another day of 149 mg/dl on her aviva system compared back to back within 10 minutes of a result of 86 mg/dl on her doctor's system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. The strips were thrown away and so, no product will be returned for evaluation.